Event description:
The uretero-reno fiberscope was returned to the service center for damage to the distal end. Which is not MDR reportable. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the distal end was chipped and adhesive was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.